Manufacturer narrative:
Reported event: an event regarding infection and a range of motion issue involving a triathlon insert component was reported. The event was confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: review of these records confirm I&d with tibial component liner exchange because of suspected infection. The root cause of the infection cannot be determined as insufficient information was available. Documentation which would aid in the further completion of this assessment would include: outpatient office/clinic notes, laboratory reports, microbiology, pathology reports. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, such as outpatient office/clinic notes, laboratory reports, microbiology, pathology reports are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that a debridement and poly swap was performed on patient's left knee due to suspected infection. Surgeon reported that patient had had a recent urinary tract infection and suspects it as a possible cause/ contributor. It was not reported to the rep if the infecting microorganism was clinically confirmed or identified. A 4x11 cr insert was revised to a 4x9 cr insert as the surgeon also felt the patient's knee was a little too tight.

Manufacturer narrative:
Reported event: an event regarding infection and a range of motion issue involving a triathlon insert component was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: pending. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, such as pathology reports including detail of the strain of infection, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: tritanium bplate triathlon s4; cat#5536b400; lot#ctd3665. Triathlon mb patella pa a32; cat#5554l320; lot#ebf7j. Triathlon p/a cr beaded #4l; cat#5517f401; lot#ehs6s. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a debridement and poly swap was performed on patient's left knee due to suspected infection. Surgeon reported that patient had a recent urinary tract infection and suspects it as a possible cause/ contributor. It was not reported to the rep if the infecting microorganism was clinically confirmed or identified. A 4x11 cr insert was revised to a 4x9 cr insert as the surgeon also felt the patient's knee was a little too tight.